Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sigma with ps stabilized. Painful, unstable patient knee. Suspected loose cemented ps sigma with stemmed tibia and stab plus poly. Patella was significantly worn and removed. Components removed. Did not appear grossly loose. Tibial fracture occurred removing cement as the mantle was very thick and extremely well adhered to the bone. Mbt tray with a sleeve to aid in fixation and augment support. Tc3 rp was implanted and it tracked well and was well balanced. Cement was of competitor. Doi: unknown, dor: (B)(6) 2023, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.